Event description:
It was reported that dislodgement resulting in inappropriate defibrillation therapy, far p-wave oversensing, and low sensing was observed on the right ventricular (rv) lead. The physician attempted to reposition the rv lead, but the helix was difficult to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.